Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, the patient's father reported that his son felt vomiting and experienced high blood glucose level on (B)(6) 2022, due to a bent cannula. The infusion set had been changed on (B)(6) 2022. Therefore, on (B)(6) 2022, at 12:00 hours, the patient was admitted to the hospital due to diabetic ketoacidosis with blood glucose level of 704 mg/dl. During hospitalization, the patient received insulin drip intravenously as corrective treatment. On the day of this report ((B)(6) 2022), the patient was released from the hospital. Currently, his blood glucose level was 78 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.